Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse found that the patient results did not match between initial and repeat runs. The repeat result was acceptable. The cse verified the fluidics and replaced the sample probe vertical motor. The cse calibrated the sample and reagent probes and repeated the sample in question, which resulted as expected. The customer verified the maintenance with quality controls. A siemens headquarters support center specialist reviewed the service report and concluded that issues with the sample pipetting and probe alignments could result in discordant result. The cause of the discordant, falsely low psa result on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
A discordant, falsely low prostate specific antigen (psa) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The sample was sent to a reference laboratory and the result obtained was higher. The result obtained from the reference laboratory was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low psa result.